Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-april-2024, it was reported by the patient that two infusions set fell off within one days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.